Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurements trended upward, finally reaching greater than 2,000 ohms. Threshold measurements were also increased, however, electrograms were within acceptable limits with isometric testing. The local area sales representative discussed that lead replacement was recommended following long standing high capture threshold and pacing impedance measurements, along with noise artifact tracings stored during electrogram review. The patient with this device system respectfully declined to proceed with further intervention. The physician is monitoring the patient via home monitoring and maintaining close surveillance. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.